Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, on the 3rd inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and blood in the lumen and hub. Microscopic inspection and functional testing found no irregularities or defects in the balloon material, no leak was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, on the 3rd inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.